Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on 26/apr/2011, 29/jan/2014, 23/oct/2014, 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, irritation/inflammation, lump and symmastia.

Event description:
Patient reported right side severe pain, experiencing "unusual pain, tingling, swelling, numbness, or burning of the breast," and experiencing "hard knots or lumps surrounding the implant or in the armpit." Patient additionally reported "does not have any cleveage and it looks like she has a uniboob." No treatment provided. Device remains implanted.